Manufacturer narrative:
The product has not been received yet for eval. The red markers along with the other colors. Assist the user for the distance and depth of the suction catheter. The incident device was promised by the user facility but has not been returned for eval at this time. We cannot provide an investigation result or a conclusion until the device returns and has been tested,

Event description:
A report was received. The user found that the red markers on the catheter lost red color after they suctioned normally several times. No pt injury or medical intervention cited. Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.